Event description:
It was reported that the patient's right ventricular (rv) lead exhibited failure to capture. The lead was explanted and replaced, and the surgery concluded successfully. The patient was noted as stable.